Event description:
A customer reported a tandem mobi cartridge alarm during a cartridge load process, which caused their blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer had not previously reported similar alarms with this pump serial number. Technical support guided the customer through the process of loading a new cartridge, after which the customer successfully resumed insulin delivery with no need for further assistance.